Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6)2024 explanted: (B)(6)2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving dilaudid (2.0mg/ml at 0.25mg dose) via an implantable pump. The indications for use was unknown. It was reported that the patient had a small non-healing wound close to the incision site. Infection did not extend to the pump pocket and the pump and catheter were functioning normally. The wound site was debrided and the physician prophylactically explanted the pump and catheter to make sure there were no issues in the future. Pump and catheter will be replaced once patient healed. The issue was resolved at the time of the report.